Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no more hearing sensation. No trauma has been reported.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no further information has been received from the field.

Event description:
The user reported no more hearing sensation. No trauma has been reported. Despite requested no information no further information been received from the field.